Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. An infusion set site change was performed and an additional occlusion alarm occurred. The customer's blood glucose (bg) level was 238mg/dl. A system check was performed and the occlusion was found to be within the cartridge as insulin was observed to be forming at the cartridge pigtail but would move back into the cartridge instead of flowing out. A cartridge change was performed and insulin deliveries were successfully resumed.